Event description:
It was reported that during a hysterectomy, the system was giving solid tones..another instrument was used to complete the procedure with no consequence.

Manufacturer narrative:
Evaluation summary: the handpiece was returned with a loose mount. It was tested on a generator and no error code was noted. In addition, its no longer meets specifications for continuity. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, this may lead to occurred a solid tone on the generator. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.